Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-03949 for the other associated device information. It was reported to boston scientific corporation that two radial jaw hot single-use biopsy forceps were used during a polypectomy procedure performed on (B)(6), 2009. According to the complainant, there was no current passing through the device during the procedure. A second radial jaw hot single-use biopsy forceps was used and the same event occurred. The procedure was completed with another manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).